Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported unexpected medical intervention, hospitalization, and surgical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, a frail posterior leaflet, and a posterior prolapse. An xt clip was inserted and deployed on the mitral valve. To further reduce mr, a second xt clip was inserted. However, after successfully grasping the leaflets, a tear on the posterior leaflet was observed. Before deployment of the second clip, the first implanted clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, the second clip was repositioned, deployed medially, and implanted. Mr remained at a grade of 4. The patient then underwent mitral valve replacement (mvr). There was no clinically significant delay in the procedure. No additional information was provided.